Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the probable cause as a defective reference solenoid valve. The fse replaced the reference solenoid valve to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer questioned patient results for ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) potassium (k) and carbon dioxide (co2) generated on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for one patient sample.